Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient developed "cellulitis around area." According to the physician, there was no change in white blood cell count, but the pocket and spinal incision area redness did not subside with oral or IV (intravenous) antibiotics. Therefore, the pump was being explanted to prevent further infection and complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.